Event description:
It was reported that during a stenting treatment procedure the catheter froze on the guide wire. Access was obtained via the femoral artery. The 80% stenosed, 28x3.5mm, eccentric and de novo target lesion being treated was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. The 28x3.50mm liberte bare stent delivery system (sds) became stuck to the 6 french non-bsc guide wire during introduction. The devices were removed together as a single unit and there was difficulty separating the wire from the sds. The procedure was successfully completed with the same wire and a 28x3.50mm non-bsc bare metal stent. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a detailed examination of the tip and wire lumen identified no issues. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The stent was uniformly crimped onto the balloon. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the catheter froze on the guide wire. Access was obtained via the femoral artery. The 80% stenosed, 28x3.5mm, eccentric and de novo target lesion being treated was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. The 28x3.50mm liberte bare stent delivery system (sds) became stuck to the 6 french non-bsc guide wire during introduction. The devices were removed together as a single unit and there was difficulty separating the wire from the sds. The procedure was successfully completed with the same wire and a 28x3.50mm non-bsc bare metal stent. No patient complications were reported and the patient¿s current condition is stable.